Event description:
It was reported that during engineering evaluation, it was observed that the motor device had an e2 error. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device showed signs of damage caused by immersion during cleaning. The assignable root cause was determined to be misuse/abuse and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.